Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 19-nov-2025. As such, section d9 has been updated. It was reported that a patient underwent an atrial fibrillation (afib) persistent ablation procedure with a thermocool smarttouch sf and an irrigation issue occurred. Device investigation details: visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) persistent ablation procedure with a thermocool smarttouch sf and an irrigation issue occurred. The irrigation was okay at the beginning of the procedure, however, they lost distal irrigation during the procedure. They flushed the catheter and still no irrigation at the tip. They then changed catheter. The procedure was successfully completed. There was no adverse patient consequence.